Event description:
A healthcare facility in germany reported, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an opt316 optiflow junior nasal cannula was detached from the swivel grip tube joint during patient use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that left side of the tube was detached from the swivel grip. Glue residue was found on the detached tube. The right tube appears to be crimpled and stretched at the connection of the swivel grip. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product, and our observation that parts of the tubing appeared to have been stretched, the reported damage is likely to have been caused by the tubing being pulled by the patient or careperson. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Event description:
A healthcare facility in germany reported, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an opt316 optiflow junior nasal cannula was detached from the swivel grip tube joint during patient use. There was no reported patient consequences.